Manufacturer narrative:
H6 - health effect clinical code: 4581 - anterior camber too shallow. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to the lens being too large and the anterior chamber is too shallow.